Event description:
Physician reports that during implantation of an iol using the unfolder system dr touched the capsule with tip of the cartridge. This resulted in a capsular tear, necessitating wound enlargement and implantation of an anterior chamber lens. The surgeon believes the tip of the cartridge was sharp and caused the tear.